Manufacturer narrative:
(B)(4). B3: unknown; captured as awareness date. Date sent 9/11/2025. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that h12lp device was returned inside it's original packaging unopened. Upon visual inspection, it was observed that the pouch from the packaging was damaged; it was noted to have a hole in the pouch, the hole was noted to be from the outside in. The sterility was compromised. The event reported was confirmed and it is related to improper use of the device. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot 160d06 number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the integrity of the sterilized product compromised? Unk.

Event description:
It was reported that during an unknown procedure, there was a hole in the package before took out the contents, so it could not be used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.